Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was switching from EKG to pressure control. However, no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer was dispatched and discovered that the reported issue could not be duplicated. The unit was tested using a patient simulator, and both EKG and pressure trigger modes operated correctly. The EKG signal initially appeared noisy but stabilized after a few seconds, and the iabp maintained normal inflation and deflation cycles without switching triggers unexpectedly. The device performed within factory specifications. No parts were replaced. There was no patient harm. All functional and safety checks were completed, and the device was returned to the customer for use